Manufacturer narrative:
On 3-feb-2025, the product investigation was updated to include additional investigational findings: the carto 3 manufacturer investigated the issue based on digital study data. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated.". Therefore, the map shift is defined as user related. It was also reported that during troubleshooting by the field service engineer (fsa), acl and raw current tests failed. The FDA confirmed that the issue was resolved by replacing the faulty patch unit with another one that was delivered to the account. The faulty patch unit was not related to the map shift issue. Carto 3 was tested and all tests passed. The system is ready for use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. During an afib procedure they didn't get any error message but the physician noticed that the anatomy of the patient (left atrium) has shifted. The physician did a remap of the anatomy to confirm that the anatomy has moved. He managed to complete the case with this issue. No patient consequences. 5 minutes delay. Additional information was received indicating the map shift issue occurred during ablation. There was no cardioversion done prior to the map shift. The patient didn¿t move much, but was under sedation. As such, the map shift event was reassessed as an MDR reportable malfunction. Device investigation details: the case was managed to be completed with the issue. An investigation was initiated by the manufacturer to investigate the issue. It could be seen from the data and pictures that the patient chest moved from it¿s initial location, without any move from the back patches. The catheters within the patient experienced similar move which was not compensated (no bcs change). This indicates that the map shift was a result of patient movement. The manufacturing record evaluation was performed on carto 3 #(B)(4), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. During an afib procedure they didn't get any error message but the physician noticed that the anatomy of the patient (left atrium) has shifted. The physician did a remap of the anatomy to confirm that the anatomy has moved. He managed to complete the case with this issue. No patient consequences. 5 minutes delay. The customer's reported initially reported map shift issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 7-nov-2024, additional information was received indicating the map shift issue occurred during ablation. There was no cardioversion done prior to the map shift. The patient didn¿t move much, but was under sedation. As such, the map shift event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: field e1. Initial reporter phone: (B)(6). Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).